Manufacturer narrative:
Device 5 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that patient faced 5 infusion set cannula was kinked event. First event occured on (B)(6) 2024, second event occured on (B)(6) 2024, third event occured on (B)(6) 2024 and fouth and fifth event occured on (B)(6) 2024. The infusion set was in use for few hours. The site of insertion was at abdomen. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.